Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us complainant had a rp support ongoing when the automated impella controller (aic) had alarmed and shutdown. The shutdown was unexpected and the team followed the instructions for use and replaced the aic. The rp support continued, and no patient harm has been reported.

Manufacturer narrative:
The investigation for the console (aic) shutdown or restart issue has been completed. Data logs were reviewed finding events consistent with complaint and show an unexpected shutdown followed by "unexpected shutdown" alarms after boot up. There were no precursors or warning signs prior to unexpected shutdowns, and no indications of any software processes that might have failed. After unexpected shutdown the console¿s software automatically restarted and resumed pump operation at previous p-level and the interruption in pump operation was under a minute. The console was returned for evaluation. However, the issue was not reproduced - no unexpected shutdowns or irregularities in performance were observed. Most likely the issue was caused by an undetermined malfunction of the 4-in-1 assembly and/or pbm assembly. The cause of the aic issue was most likely a defective 4-in-1 board or pbm board. Added- d8 device available for evaluation updated to yes, h6 impact code 4629 corrections to the initial MDR MFR report: d2-corrected common device name.